Manufacturer narrative:
The pump is not available for return. There were no issues with the pump after repositioning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 53 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Patient was also supported by inotropes, vasopressors, and a vent for respiratory needs. No further medical history was shared. The pump was supporting when the patient was transported on a stretcher to the tertiary center from the community center. In the transport the pump came out of position and alarmed for "in aorta" on the automated impella controller (aic). The team returned the patient to the lab and repositioned the pump back across the valve and to the left ventricle. Additionally on the day after the pump was implanted there was hematuria observed in the urine output. There was no noted treatment or intervention deemed necessary for the hematuria. The pump was explanted after 2 days of support. The repositioning and hematuria will be conservatively reported however there was no lasting consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information: d1 brand name updated